Event description:
It is reported that the customer had a motor error alarm on their insulin pump. Customer was advised to discontinue use of the insulin pump. Customer will call back to request a new pump when she is able to. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.